Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 430 mg/dl, 180 mg/dl. Tests were done 2 minutes apart with a difference of 73%. Patient did not experience any adverse events. No further information has been reported.